Event description:
User facility went to remove the esophageal stethoscope temperature sensor from the patient, the large end of the silicone sheath broke off and user facility could not remove it from the patient. The patient passed the piece the next day.